Manufacturer narrative:
H6: investigation summary: bd received 2 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced discolored/abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated "a yellow crystal-like foreign matter was found in a tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced discolored/abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated "a yellow crystal-like foreign matter was found in a tube."